Manufacturer narrative:
Other applicable components are: product ID 3778-60, serial #: (B)(4), implanted: (B)(6) 2013, product type: lead; product ID: 3778-60, serial #: (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient experienced a loss of therapy in the last few years and an impedance check showed all electrodes except 2, 4, and 5 were out of range and greater than 10,000 ohms. Surgery and lead replacement was planned but not yet scheduled. No further complications reported.

Manufacturer narrative:
Analysis of the leads found that conductors 0, 1, 3, 6, and 7 are broken 20.6 centimeters from the distal end of the lead with serial number (B)(4). All conductors are broken 21.7 centimeters from the distal end of the lead with serial number (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: lead. Product ID 97791, lot# unknown, product type: accessory. Product ID 97791, lot# unknown, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the entire system was replaced on (B)(6) 2019. There were no further complications reported or anticipated.